Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited noise, low amplitude and low out of range pacing impedance measurements. It was suggested to test the system for a connection issue. It is believed that this lead remains implanted.